Event description:
It was reported that the patient presented in clinic. Upon interrogation, the right ventricular lead exhibited noise. No intervention or patient symptoms were reported. The lead remained implanted.